Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had received a failed battery alarm. The customer¿s blood glucose level was 9.5 mmol/l. Customer states the pump alarmed after battery change. The customer also received unexpected restart alarm. Advised the pump will need to be replaced. Advised to revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the operating currents measurement, self test and displacement test. No unexpected failed battery test alarm anomaly noted. The pump alarmed unexpected restart error after battery change due to a faulty component on the interface board.